Manufacturer narrative:
(B)(4). Date sent: 04/15/2020. D4: batch # t5d92f. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The cartridge reload was received unfired and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device lot number, t9425n, and no non-conformances were identified.

Event description:
It was reported that during a thoracic surgery, the device blocked after it use and would not open. Only one reload had been used instead of 5-6 reload for this type of procedure. Another device was used to complete the procedure. There were no patient consequences.